Event description:
It was reported to gore that during a modified duodenal switch (ds) with single anastomosis (sadi/sips) procedure the gore® seamguard® bioabsorbable staple line reinforcement had post-op bleeding. Reportedly the patient was readmitted and there was blood transfusion 3 units in total.

Manufacturer narrative:
Due to an unknown lot/serial number and no device return, an investigation could not be performed.